Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar cautery instrument had a broken distal tip. The procedure was completed with reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter at the distal end. There were no broken pieces. The complaint was confirmed by failure analysis.